Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. Customer's blood glucose reading was over 640 mg/dl. Customer stated that his insulin pump was not working correctly. Customer stated that he was unable to suspend the insulin pump. Customer stated that when he tried to suspend it, the insulin pump jumped to another program. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.